Event description:
Reporter alleged discrepant blood glucose results of 193 mg/dl back to back with a result of 53 mg/dl when testing was performed 10 minutes apart on the compact system. Customer stated before the original test, she woke up and felt as if she had low blood glucose as a result of the comparison self treated with chocolate milk. Customer indicated prior to the comparison, she had been questioning readings for a long time. No other actions were taken or treatment was received as a result. A request was made for the return of the suspect device and replacement product was sent. Compact system: meter and compact test strip drum lot number with expiration date not provided.

Manufacturer narrative:
The suspect product is the compact test strip drum.